Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, false downstream occlusion alarm, was not reproduced. A review of history log revealed multiple ""downstream occlusion!"" Messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor was found out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had false downstream occlusion alarm. This occurred during programming/setupin the medsurg department. There was no patient involvement. No additional information is available.